Manufacturer narrative:
Zipper is off track. Eval codes, results (other): front side a on the top ridge zipper the insert pin is missing. Large window a has broken stitches in the elements of the zipper. The small window c, the zippers slider body is open. Window d, the zippers slider is stuck. Conclusions: based on the eval of the returned product we were unable to confirm the customer complaint.

Event description:
It was reported that on a posey bed-acute care/ltc model 8050, that on window b the zipper is off track. No pt injury reported.